Event description:
It was reported that the user experienced recurrent nocturnal low blood glucose after starting on the ilet, with a lowest reported value of 50 mg/dl and several hours spent below range, including an episode after sleeping through dinner; the event did not involve device alarms. Symptoms included hypoglycemia without loss of consciousness or other acute complications. Outcomes included self-treatment with sugary foods and drinks, parental monitoring, and no need for professional medical intervention or hospitalization. Investigation included complaint handling with troubleshooting and education. Investigation of this case revealed an unclear cause for hypoglycemia, with no specific device malfunction identified and no affected component identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.